Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the pacemaker had premature battery depletion. It was unknown if any intervention was completed to address this issue. The patient was stable.

Event description:
New information of a device return received indicated the pacemaker was explanted and replaced. No further information was known about the procedure.

Manufacturer narrative:
Analysis was completed. No device problem found. Further information was requested but not received.